Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (lcd is blank, would not power on) has been confirmed. As received, the monitor was unable to power on. The cause of the monitor not powering on was a flash memory failure on the c/a board. Intermittent connections were found at components u102 and u105. The intermittent connections are likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
The girlfriend of a (B)(6) male patient called zoll customer support to report that his monitor screen went blank and would not power up. The patient was issued a replacement monitor.